Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off. The customer's blood glucose value was unknown. Troubleshooting was performed. The customer stated that battery compartment had crack and did not restart when battery was inserted. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to corrosion and rust just about everywhere inside the unit. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube. Also the s/n label located between the belt clip rails has rubbed off and become illegible.